Event description:
The customer used the device to check their blood glucose and obtained a result in the 400's mg/dl. Customer dosed insulin based upon the result. They passed out and required treatment from emts. Customer was given dextrose. Customer did not want to provide further info about the event. Customer did not use controls on the system. The device was replaced and requested to be returned for evaluation.